Event description:
New information received noted that the right ventricular lead exhibited inadequate capture due to the high capture threshold.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that pacing was abnormal and high capture thresholds were observed. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were confirmed. A partial lead measuring 41.5 / 42.1 cm (outer insulation / outer coil) was returned in one piece. Visual examination found an external abrasion at 16.4 ¿ 16.5 cm from the connector pin, breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impression 19.0 and 19.4 cm from the connector pin . The cause of the reported events was due to the external insulation abrasion which is consistent with friction to the device can. Other damage found was sustained during the surgical procedure.